Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017 and on the same day, the patient removed the sensor due to the skin being irritated. On (B)(6) 2017, the patient called their doctor and the doctor advised the patient to keep the affected area clean. The doctor did not provide any treatment and did not prescribe any medication. At the time of contact, the patient was in stable condition. No additional patient or event information is available.